Manufacturer narrative:
The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device provided audible prompts at a low volume and they were difficult to understand during a patient event. As a result, defibrillation therapy may have been delayed or unavailable if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate the reported issue. The device was retained by heartsine. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device provided audible prompts at a low volume and they were difficult to understand during a patient event. As a result, defibrillation therapy may have been delayed or unavailable if needed. The patient involved in the reported event is deceased.